Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The conclusion of because the primary reported observation is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service), due to exhibiting noise, which resulted in an inappropriate shock. A new rv lead was implanted. No additional adverse patient effects were reported.